Manufacturer narrative:
No motor error alarm noted during testing. Device received with all operating currents within specification and passed functional testing including the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Device had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, cracked case at reservoir tube window corners, stained address number label and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error and a high blood glucose event that led to hospitalization. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s parent stated that the insulin pump alarmed motor error while at school. The customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer's parent also reported that the customer was hospitalized with a blood glucose of over 600 mg/dl. Customer experienced symptoms such as feeling sick and throwing up. Customer was treated at the hospital and was sent home. The customer was not wearing the insulin pump less than 48 hours prior to hospitalization. The insulin pump is being replaced and is expected to return for analysis.